Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n357850, implanted: (B)(6) 2013, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient planned to have the system explanted on (B)(6) 2014, (approximate date). There were no alleged product issues with the system. There was an alleged infection in the pocket, onset (B)(6) 2014. Patient symptoms included redness and pain in the location of the device pocket. Diagnostic testing and troubleshooting included impedance testing, x-rays and blood work (results not provided). It was unknown if cultures were taken. The patient was treated with antibiotics. The patient responded to the antibiotic regimen and did not have the system explanted. The patient was being closely ¿ministered¿ and was doing well/noted to be alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 97791, lot # n357850, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type accessory; product ID 37746, serial # (B)(4), product type programmer, patient. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had recovered from the explant procedure and to the best of the manufacturer re presentative's knowledge the infection had resolved. The patient was looking forward to another implant. A date was not scheduled at this time.

Manufacturer narrative:
Upon device return, analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Conclusion codes have been updated to include the following:

Event description:
Additional information received reported the infection cleared with the antibiotic regimen, however when the antibiotic regimen was stopped, the signs of infection reappeared. The type of infection (organism) was unknown. The patient¿s system was explanted on (B)(6) 2014 and was not replaced with another product by the manufacturer. It was noted the patient was not in a clinical study. The explant was uneventful and no patient death or injury was reported. The patient¿s status after the device was removed was to be determined, but a full recovery was expected. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.